Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(4) devices were received for evaluation; (B)(4) events were confirmed during testing. (B)(4) devices were affected by internal corrosion. (B)(4) device was found to have bubbles leaking from the device; which is known to be caused by improper cleaning practices. The reported event was not confirmed for (B)(4) device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, in which the device leaked. Three reported events had no patient involvement; no patient impact. One reported event had no known patient involvement or patient impact.